Event description:
Caller experienced discomfort, heaviness "mass-like substance", burning sensation, tenderness, and heat in her breasts. Her left was more intense than the right. She has been retaining fluid and increased sensitivity to taste and in her teeth. She reports extreme fatigue, generalized pain, digestive issues, nausea, abdominal pain, constipation, increased sensitivity to hot and cold, rashes, increased sweating, emotional changes, and foul smelling odor. Caller has been tested and her bloodwork remains normal with slight wbc and calcium elevation. She plans to f/u with dr to test for alcl.